Manufacturer narrative:
(B)(4). Device status changed from not returning to returning. Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed. The needles, sutures and coiled suture lumens were not returned, thus the reported complaint could not be tested or confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful with two prostar xl devices in the common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during closing the arteriotomy after the evar procedure was completed a suture break occurred with both pre-placed sutures. Since the physician was a vascular surgeon a cut down procedure was performed to achieve hemostasis with a surgical suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.